Event description:
Complainant alleged that the ems crew was transporting by helicopter a 14 year old female trauma pt who had been involved in a motor vehicle accident. The crew alleged that they attempted to monitor the pt, but the device screen displayed an "ECG lead off" message, even though the leads were in place. This alleged malfunction occurred during the time the pt was intubated and in a code situation. The pt subsequently expired, but the pt outcome was not thought to be as a result of the alleged malfunction, but was "due to brain herniation and internal injuries."